Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo sample evaluation: visual evaluation of the photo samples noted an opened used temp sensing foley catheter with syringe. Verified material number for catheter 119314 and manufacturing lot number ngjn1793. The second photo shows an arrow pointed towards the trifurcation. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjn1793. Unable to verify the reported event without testing the sample. Visual inspection confirmed that the balloon was mushroomed. Therefore, the reported event is confirmed cause unknown as it does not meet specification as per inspection procedure (B)(4) revision 0 which states:" balloon must not cuff after deflation in accordance with w76qa010" root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be" balloon molding" . However, there was insufficient information to confirm this potential root cause. The reported event is addressed within the labeling as it states: (directions for use) 1. Method of use. (3) carefully insert the catheter into the urethral meatus. After the balloon advanced in the bladder, attach the needleless syringe, and gently infuse the specified volume of sterile water to inflate the balloon. (4) pull the catheter slightly to seat the balloon at the level of the bladder neck. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no abnormalities were found during the pre-test, but after insertion, urine leakage was confirmed from the t-shaped part. Per follow up information received via ibc on 08apr2025, stated that it was unknown whether urine leaked from t-shaped part or bifurcation part. Per investigator's notification received on 16sep2025, it was reported that balloon mushroomed was found during sample evaluation.

Manufacturer narrative:
Initial reporter facility name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that no abnormalities were found during the pre-test, but after insertion, urine leakage was confirmed from the t-shaped part. Per follow up information received via ibc on 08apr2025, stated that it was unknown whether urine leaked from t-shaped part or bifurcation part. Per investigator's notification received on 16sep2025, it was reported that balloon mushroomed was found during sample evaluation.